Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained tachycardia episodes and an elevated sensing integrity counter (sic). The pacing impedance also increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.